Event description:
It was reported that, this right atrial (ra) lead exhibited a gradually increasing in the pacing impedance over the past years. All measurements were within normal limits. The clinician reported that the atrium is known to have a notable scar tissue. This ra lead is currently operating normally, and the lead performance will be checked again in six months. This ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right atrial (ra) lead was surgically abandoned and replaced due to high pacing impedances and high pacing thresholds. No additional adverse patient effects were reported.